Manufacturer narrative:
Manufacturer's investigation conclusion: the reported "speed ramp down" events could not be confirmed. The submitted controller event log files collectively contained events from (B)(6) 2023 and from (B)(6) 2023 through (B)(6) 2023. No atypical decreases in pump speed were observed - the only fluctuations in speed observed were associated with pulsatility index (pi) events, per design. The pump appeared to have operated as intended at the set speed throughout the duration of the file. It was reported that the patient was evaluated at an outside hospital following the events. Although it was thought that the speed drops were due to the patient's batteries and battery clips getting wet with sea water, a specific cause for the events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-015691. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ and section 6, ¿patient care and management,¿ outline all pump parameters, including pump speed and pulsatility index (pi). Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This document instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's controller got wet around 10:00 am and there was a speed ramped down which happened twice. The patient reported was splashed with sea water. Log file recorded some atypical relative state-of-charge (rsoc) voltages while connected to battery power on (B)(6) 2023 at 10:00:19. Motor function was not affected by this event. Recorded motor speeds were between 5300 - 4900 rpms as expected. It was advised to replace the battery clips and batteries. Related MFR: 2916596-2023-05066.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.